Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported questionable results in reverse typing (+/- on the b cells) when using erytypecell a1&b o tango optimo. Sometimes the +/- reactions occurred on the a1 cells as well. With a fresh set of a1 and b cells this issue has not occured anymore. The customer did not provide the erytypecell a1&b that had caused +/- reactions on their tango optimo for investigational testing. The customer did also not provide the requested images of the +/- reactions. The complained rrbc´s erytypecell a1&b were used within qc testing in our quality control laboratory with different samples on tango optimo. No irregularities were found. The negative reactions were clearly negative. Testing by our quality control laboratory confirmed that the allegedly defective lot erytypecell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Data of the involved tango optimo were analyzed with no indication for an instrument malfunction.